Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on an unreported date for the peritonitis event. Treatment for the peritonitis event was not reported. Recovery from the peritonitis event is unknown. It was not reported if pd therapies were ongoing. Additional information was requested but is not available.